Event description:
The device could not be fired as normal. The surgeon found there was no swing tab on the reload unit. Changed another one to complete the procedure.

Manufacturer narrative:
(B) (4) the device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The user interface module master software version for this device (B) (4), categorized as unremediated.

Event description:
The facility representative reported a device with a condition of "maquina da corriente - equipment transfer electricity". It is unknown when this condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further information available.

Manufacturer narrative:
(B) (4) the pump will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.